Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilation during pre-use check. There was no patient involvement.